Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cvad coordinator that when the patient bent over, he experienced a red heart alarm, but was asymptomatic. The patient's mean blood pressure at the time of the event was 90 mmhg. The patient's lactate dehydrogenase (ldh) is 200-300 which is stable with no rises and no signs of hemolysis. The next day, the patient reportedly had more low flow alarms and the clinicians increased the pump speed. The patient was hypertensive with a mean blood pressure of 110mmhg and additional antihypertensive medications were added. Echocardiography noted the inflow cannula was in good position but the outflow graft needed more evaluation. The aortic valve was opening frequently. The patient reportedly feels well. At an unspecified later date, a CT scan was performed and it was determined that the outflow graft is kinked and will need to br surgically changed.

Manufacturer narrative:
Add'l info was provided by the MFR's clinical rep on 08/13/2014 indicating that the pt was taken back to the operating room on (B)(6) 2014 to surgically open up the outflow graft that had kinked. The pt continues to do well.

Manufacturer narrative:
The MFR was unable to conduct an investigation as the pt remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specs. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is closing its file on this event.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.